Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. When attempting to start the aic¿, it was determined that the battery was 0% charged. When asked by the field team whether the aic was continuously connected to the power supply, this was denied. When switching the on/off switch and reconnecting to the power supply, the battery level remained at 0%. Several loading tests were carried out in consultation with the field team by telephone, but without success. When the console is disconnected from power, it shuts down immediately. A battery charge is not possible.

Manufacturer narrative:
A1: the patient information is unknown e: the initial reporter's name and contact information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate